Event description:
On (B)(6) 2019 a patient received a "redo" aortic valve replacement and a perceval pvs21 sutureless heart valve was implanted. There were no complications with the implantation and the echo looked good after coming off pump. One week after the implant the patient had a high post op gradient of 40 mmhg. The site is unsure of the cause of the increase. Anti coagulation treatment was decided upon for treatment and the patient will be re-evaluated. Presently the patient is a-symptomatic. Additional information was received on aug 30, 2019 identifying the following. The patient is on a 6 month anti-coagulation plan. At the most recent echo 3 months in to the treatment the patient has a significantly reduced gradient. It was noted the gradient is still higher than is preferred for a standard avr but given the patients condition this is a positive result. It was remarked that the site does not believe the valve is related to the reported increase in gradient which is supported by the decreasing gradient once the patient was put on anti-coagulation therapy. At this time the patient is being monitored and is asymptomatic. The patient is reported to be doing well and continues to get better. No plans for re-operation.

Manufacturer narrative:
Additional information was received on aug 30, 2019 identifying the following. The patient is on a 6 month anti-coagulation plan. At the most recent echo 3 months in to the treatment the patient has a significantly reduced gradient. It was noted the gradient is still higher than is preferred for a standard avr but given the patients condition this is a positive result. It was remarked that the site does not believe the valve is related to the reported increase in gradient which is supported by the decreasing gradient once the patient was put on anti-coagulation therapy. At this time the patient is being monitored and is asymptomatic. The patient is reported to be doing well and continues to get better. No plans for re-operation. Based on the information received the reported thrombosis and increased gradient can reasonably be attributted to patient factors however the root cause is still unknown. No investigations will be performed at this time. The site and manufacturer will continue to monitor the patient patient and will reassess the investigation if any further information or changes in patient condition arise. Fields changed: b4, b5, g4, g7, h2, h6.

Manufacturer narrative:
Device evaluated by MFR: device not explanted.

Event description:
On (B)(6) 2019 a patient received a "redo" aortic valve replacement and a perceval pvs21 sutureless heart valve was implanted. There were no complications with the implantation and the echo looked good after coming off pump. One week after the implant the patient had a high post op gradient of 40 mmhg. The site is unsure of the cause of the increase. Anti coagulation treatment was decided upon for treatment and the patient will be re-evaluated. Presently the patient is asymptomatic.